Manufacturer narrative:
Concomitant products: product ID: 7427v, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7472-60, serial# (B)(4), product type: extension. Product ID: 3877-45, lot# 0204398271, product type: lead. Refer to manufacturer report number # 9614453-2016-03466 for other device.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was high impedance. No symptoms were reported. The outcome was unresolved with no further action planned. Interventions included reprogramming. Diagnostic methods included device interrogation which showed high impedance on electrode 5 greater than 4000 ohms. It was reported that high impedances were already observed with the previous implant without affecting the stimulation. After a replacement of the stimulator during the procedure the impedances remained high, but stimulation was still effective therefore no action was taken and no symptoms were experienced by the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient was implanted on (B)(6) 2014. On (B)(6) 2014 high impedance were observed with the system. With the previous system the patient also experienced high impedances. No details were available about the previous system. The cause of the high impedance was unknown.